Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hypoglycemia and loss of consciousness. In addition the patient had fallen down. As treatment, the patient had consumed (B)(6) and 4 donuts. Once at the hospital the patient received stitches and was given orange juice. The patient was prescribed cephalexin and over the counter tylenol. The patient was released from the hospital the same day as the event. The patient's blood glucose history are as follows: (B)(6).